Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse replaced the integrated electrosurgical unit (iesu) to resolve the errors. The system was tested and verified as ready for use. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The complaint was confirmed by field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that error codes c-33 and c-00 occurred on the integrated electrosurgical unit (iesu) upon every start-up. Rebooting the iesu did not resolve the problem. No additional information was provided regarding the iesu functionality. The external force triad generator was available but the customer could not find a matching cable for connecting to the da vinci system. The procedure was completed no reported injury. Follow-up was attempted to gather more information, but the site was not able to provide any additional details related to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Testing confirmed and reproduced the reported error fault.

Event description:
Refer to h10/h11 for follow-up information.